Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer was unable to complete troubleshooting due to inaccessible charging supplies, and technical support planned to follow up at a later time to resume assistance. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.